Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a dural arteriovenous fistula (davf) using a penumbra smart coil (smart coil). During the procedure, the physician successfully placed two competitors¿ coils in the target location using a non-penumbra microcatheter. The physician then attempted to insert a smart coil into the microcatheter as the third coil, but felt resistance halfway through. During a second attempt to advance the smart coil, resistance was felt in the same area. Therefore, the smart coil was removed. It should be noted that the physician found distortion at the proximal end of the smart coil upon removal. The procedure was completed using additional smart coils, competitors¿ coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was bent approximately 52.5 cm from the proximal end. The embolization coil was intact with the pusher assembly. The embolization coil had offset coil winds on its proximal end. Resistance was encountered while attempting to advance the smart coil through the hub of a demonstration microcatheter and the device could not be advanced any further. Conclusion: evaluation of the returned smart coil revealed offset coil winds on the proximal end of the embolization coil. If the introducer sheath is not seated properly within the hub of its parent catheter, damage coil winds will likely occur. This damage likely contributed to the resistance mentioned in the reported complaint. Further evaluation revealed a bend along the pusher assembly. This damage is likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.